Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The reported crossing difficulty could not be confirmed via product analysis. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-oct-2016. It was reported that crossing difficulties were encountered. The 75% stenosed, 30x3.0mm target lesion was located in the severely tortuous and severely calcified left main artery. A 2.50mmx20mm maverick2 balloon catheter was advanced for dilation, however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.